Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). A review of the device history records was attempted but the part and lot number combination was not found. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the head of the device has broken during surgery. There was no delay to the surgery; the device was discovered broken during decontamination. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the evaluation has shown that two (2) pieces at the forefront of the device are broken off; the fragments were not sent back. The remaining cutting teeth are slightly damaged with visible scratches over the remainder of the device. The relevant dimensions were checked and found to be according to specifications. The core diameter measured 7.28 mm (specified size 7.20mm +0.1/+0.05) and the outer diameter had 8.96mm (specified size 9mm +0/-0.1). The dimensions of the cutting tooth cannot be checked due to the slight damages at the tips. The manufacturing documents were reviewed with no complaint related issues identified. The correct material was used with hardness measuring between 635-642 hv10, which is within the specifications (620/+100 hv10). The fracture face is homogenous, which indicates material conformity. Based on these findings, a manufacturing-related fault can be excluded. There was no information provided as to how or when the reamer broke or if a power tool was used in conjunction with this instrument. Therefore, it is not possible to determine an exact root cause. It is most likely that an excessive force was applied to the reamer and the screw causing a mechanical overload situation leading to breakage. It is important to note that the technique guide indicates that the hollow reamer and the extraction bolt are both left-turning. During insertion, the user must ensure that enough axial pressure is exerted in order to maintain the axis. Only instruments with sharp edges are to be used. No indication for product related issues was found. Device history record review: manufacturing location: (B)(4) / manufacturing date: january 17, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.